Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-8741-40 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is broken off and was returned. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.

Event description:
On 11/2/2023, it was reported by a sales representative via email that an ar-8741-40 t10 hexalobe broke off in the screw during insertion. All the broken fragments were removed out of the screw inside the patient. This was discovered during a procedure on 11/2/2023. Additional information received on 11/3/2023: this was discovered during a bilateral mis bunion procedure. The fragment was removed from the screw and the screw was left implanted in the patient. The case was not delayed, and it was completed using another ar-8741-40 t10 hexalobe. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.